Manufacturer narrative:
(B)(4).the device has been received by baxter personnel, and the evaluation is in the process of being completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility reported a colleague infusion pump with a malfunction of channel a failure. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). The facility originally reported a colleague infusion pump with a failure on channels a, b, and c. Upon further investigation, the baxter field service engineer identified this condition as a 500:320:844:0000 failure code, which alarmed on all channels simultaneously. This condition had the potential to interrupt delivery.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of a colleague infusion pump with a 500:320:844:0000 failure code was found in the pump's event history but not duplicated during product evaluation. The root cause was assigned to use/user error. No repair was necessary. A device history record review was performed, and no abnormality was observed. Should additional information become available, a follow-up medwatch will be submitted.